Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, after sensor deployment, the applicator was removed and the sensor wire fell out of the sensor pod. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.